Event description:
It was reported that the patient was experiencing temperature fluctuations while on the arcticsun device. The nurse stated the target was 33c, and the patient overshot as low as 32.3c, and as high as 35c. She stated the device was adjusting accordingly. The nurse stated she noticed the temperature would drop below the target when the baby fell asleep, so they would administer pushes of sedation and paralytics, which would wake the baby. The flow rate was 1.6l/min, and the low and high water limit was set to 10c and 40c respectively. The nurse was called back and the flow rate was in the range of 0.9 and 1.1l/min. After troubleshooting, the flow rate was around 1.1-1.2l/min. Heat generation was discussed. Additional information was received from nurse amanda on (B)(6)2019 who stated the patient completed therapy on the device, although it took some time. The neonatal pad was discarded.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be '3.3 poor flow¿ with a potential root cause of '3.3.2 incorrect setup causing pad lines occlusion, e.g. Kinking.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indications the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications ¿ there are no known contraindications for the use of a non-invasive thermoregulatory system. ¿ do not place the neonatal arcticgel¿ pad on skin that has signs of ulcerations, burns, hives or rash. ¿ do not remove the fabric release liner of the neonatal arcticgel¿ pad and expose the hydrogel. ¿ do not place the neonatal arcticgel¿ pad hydrogel on immature (non-keratinized) skin or premature babies. ¿ while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning do not place the neonatal arcticgel¿ pad over transdermal medication patches as warming can increase drug delivery and cooling can reduce the drug delivery, resulting in possible harm to the patient." Corrections: d4, d10, h3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient was experiencing temperature fluctuations while on the arcticsun device. The nurse stated the target was 33c, and the patient overshot as low as 32.3c, and as high as 35c. She stated the device was adjusting accordingly. The nurse stated she noticed the temperature would drop below the target when the baby fell asleep, so they would administer pushes of sedation and paralytics, which would wake the baby. The flow rate was 1.6l/min, and the low and high water limit was set to 10c and 40c respectively. The nurse was called back and the flow rate was in the range of 0.9 and 1.1l/min. After troubleshooting, the flow rate was around 1.1-1.2l/min. Heat generation was discussed. Additional information was received from nurse (B)(6) on 26aug2019 who stated the patient completed therapy on the device, although it took some time. The neonatal pad was discarded.